Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy due to the cardiac resynchronization therapy defibrillator (crt-d) having a suspected electromagnetic interference during an electrical stimulation from a massage. Oversensing on both the atrial and right ventricle channel was noted. It was also noted that the right ventricular (rv) lead had a lead integrity alert (lia) trigger a second after the shock for high-rate non-sustained episodes and short v-v intervals. The device and lead remain in use. No patient complications have been reported as a result of this event.